Event description:
Hello, those suffering from the burden of type 1 diabetes, many of whom, use the dexcom g6 and dexcom g7, which are a continuous glucose monitoring system. Dexcom knows but has done nothing to fix ongoing problems which can lead to death. These are sensors adhered to the skin to allow the patient to know what their blood glucose level is at any given moment. Both the g6 and the g7 are failing on a daily and hourly basis. This happens particularly at night time and is unacceptable. They give false lows, and it especially happens at night, overnight, which causes control iq to pause medicine because it thinks I don¿t need it. Then I go hours without insulin which causes ketones which if not treated immediately can be severe. We need you to hold dexcom accountable for their faulty products. They are going to kill somebody, if they haven¿t already. Reference report: mw5186082.